Event description:
A user facility reported to olympus that the power button could not by turned on/off. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the power switch could not be pushed due to power switch failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿power switch is broken" and the "power cannot be turned on/off¿ was duplicated. The subject device was manufactured before design change. It was surmised that the phenomenon occurred due to broken power switch caused by design failure. Olympus will continue to monitor field performance for this device.